Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that network communication failure in which the remote grpc host did not respond to the connection request within the configured timeout period. A technical support specialist (tss) confirmed with customer that there were ongoing interface issues, which led the customer to create a temporary patient record to dispense medication. The tss dialed into the station and confirmed that it was no longer in disconnected mode and that the server was up and running. The tss also verified in health sight viewer that there were no devices under attention notices and confirmed that both the station and server were operating normally with no communication issues. The system functioned as intended after the technical support specialist investigated the device.